Event description:
The report received from the typhoon study indicated that the patient expired after the index procedure. There is no add'l info available regarding this adverse event. The date of the event was unk. It is not known if an autopsy was done.

Manufacturer narrative:
The target lesion for the index procedure was the mid left anterior descending (lad) coronary artery. The target lesion was reported to be: eccentric, a total occlusion (<3 months per core lab), 18 mm length, 2.5 mm vessel diameter, irregular, not ostial/bifurcated/angulated/tortuous (readily accessible proximal segment), and type b2. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 8 atm. A cypher 2.5 x 23 mm stent was implanted at 14 atm. The flow pre-procedure was timi 0 and timi 3 post-procedure. Cardiac enzymes done approximately ten hrs after the onset of symptoms were elevated. Follow-ups post-procedure through the one year time period indicated the patient was angina free and continuing her medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product cxs23250. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.